Event description:
Device 1 of 2: reference MFR report: 1627487-2018-12521. It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient had their scs octrode leads explanted and replaced. The patient also had their ipg electively explanted and replaced. Therapy has been restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-12521. It was reported the patient¿s leads exhibited impedance issues and were auto-reducing. Reprogramming was able to provide effective therapy, however the patient desires to have the lead replaced. The physician recommended the patient undergo a trial to confirm coverage of the pain pattern. A trial was undertaken and effective coverage was obtained. Surgical intervention to address the leads may be taken at a later date.